Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the meter kept showing blood glucose reading of 600 mg/dl. The customer was advised to revert to back up plan and call health care professional. The insulin pump will not be returned for analysis.